Event description:
It was reported to boston scientific corporation in 2008, that a polaris loop ureteral stent was used during a procedure on three days earlier. According to the complainant, the clinician could not advance the polaris loop ureteral stent over the glidewire. The stent "became hung up on the glidewire" which stretched the stent. The stent was removed with some difficulty and another polaris loop ureteral stent was used to complete the procedure. There were no patient complications due to the event. Reportedly, the patient is doing fine.

Manufacturer narrative:
The device has not been received by this MFR. An eval has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.